Event description:
It was reported that during the implant procedure, this lead exhibited a break after being stuck in the catheter valve. A new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was not returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.